Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.